Event description:
On (B)(6) 2017 pt with noted increase in ldh from 300 to 600 after tooth extraction. Inr wnl. On (B)(6) 2018 pt called lvad office and complained of dark urine without lvad alarms. On (B)(6) lab draw with ldh 1429. This is the pt's third lvad with hemolysis. Currently on aspirin, plavix and coumadin with inr wnl over the last 3 months. Pt admitted on (B)(6) and heparin started. No thrombus noted via CT or echo. No resistance to aspirin or plavix therapy noted on labs. Pt to be medically managed.

Event description:
Additional information: patient complaint with taking coumadin, asa and plavix as ordered. Inr in therapeutic range. Pt came for clinic visit (B)(6) complaining of chest pain with exertion, could not finish 6 minute walk test. Alarms and pi events noted on lvad history. Lvad flows and power increased from baseline. Ldh 1453. Pt called at home for admission. Admitted (B)(6) and heparin started. On (B)(6) pt with no noted improvements in ldh through lvad flows are back in normal ranges with powers remaining elevated. On (B)(6) pt discharged with goal of future surgery to replace lvad.

Event description:
Pt compliant with taking coumadin, asa and plavix as ordered. Inr in therapeutic range. Pt admitted (B)(6) 2018, after prior discharge, for lvad exchange due to thrombus. Lvad flows 5-6, power 6-7. Ldh on admission 1, 723. Lvad exchanged (B)(6) 2018.